Event description:
It was reported that while in the ctvs (cardiothoracic and vascular surgery) ward, the intra-aortic balloon (iab) could not be advanced over the spring wire guide (swg) and therefore the iab could not be advanced through the sheath. As a result, the md removed the iab and the sheath as one unit keeping the swg in place. The md made a request for another iab for insertion. Reference MDR# 1219856-2012-00078 for the second event involving the same pt.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.